Event description:
The customer requested that the run data file be investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. The customer is not alleging a deficiency with either the machine or the disposable. Patient information is not available at this time. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.